Event description:
It was reported that the patient experienced a return of pain, lead migration, and loss of therapy. The leads were noted to have migrated to the bottom of the t8 vertebral level. The patient denied any falls, slips, or trips. A connection and impedance check was performed, and all results were within normal limits. Reprogramming of the device was performed. The patient was reported to be alive with no injury. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-nov-2029, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 29-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.